Event description:
Complainant alleged that during biomed testing, a loud pop noise was heard and the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode on the hv module. Analysis for reports of this type has not identified an increase in trend.